Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level below 40 mg/dl. Customer¿s experienced blood glucose level of 325 and 274 mg/dl. Customer stated that they were using auto mode feature. Customer was not alleging insulin pump for over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.